Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj) due to error 32099 which resolved the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Probable cause of error 32099 points to arm fault reaction logic (frl) was hit because of a half-bridge driver error on ac_4a.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they kept getting a 32099 fault followed by a 23210 fault. The tse verified the reported issues and walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The system powered back on with the same errors. The customer opted to continue with three arms for the day, and the tse walked the customer through positioning universal surgical manipulator (usm4) away from the surgical site and disabling to continue. The customer continued with the system using three usms. The procedure was completed as planned with no reported injury.